Event description:
It was reported that the nav-ring was not functional. There was no patient involvement when the issue was found, no patient or user harm reported. The biomed reported discovering a defective nav-ring while completing a v60 performance verification testing. The remote service engineer (rse) advised that the front bezel needs to be replaced. The customer reported that the front bezel was replaced, and the issue was resolved. The device was returned to service.